Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after both leads were placed and tested, the physician attempted to fixate the right ventricular (rv) lead to the implantable cardioverter defibrillator (ICD) port. The physician noticed they were not screwing anything, and when they looked into the fixation port it looked empty. It was noted that they could see the screwdriver all the way across the electrode port and the fixation screw was missing. The ICD was not used and another device was implanted. No patient complications have been reported as a result of this event.